Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no patient use reported with the event.

Manufacturer narrative:
The customer confirmed the event occurred on (B)(6) 2019. Section b3, event date was updated accordingly.

Event description:
A customer contacted physio-control to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no patient use reported with the event.

Event description:
A customer contacted physio-control to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the device, but the cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer. Root cause was unable to be determined.